Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective reference valve. The fse replaced the reference valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous high results for sodium (na) and chloride (cl) on their au480 chemistry analyzer. The erroneous results were reported out of laboratory. The samples were rerun on the same analyzer, and the patient results were amended. There was no report of change in patient treatment. Calibration and qc (quality control) were reported to be within the laboratory's established ranges.